Manufacturer narrative:
(D10) concomitant device(s): 300-62-03 - stemless humeral comp integrip, cage, size 3 5990284; 310-60-53 - stemless humeral head extra short, 53mm (beta) 5768035; 319-01-32 - steinmann pin sterile 3.2mm x 178mm 5565529.

Event description:
Approximately 4 year(s), 11 month(s), and 14 day(s) post-operative of a right tsa, the patient presented with aseptic glenoid loosening for about 1 month without injury. A joint operation and CT scan are scheduled, the event is continuing, and the device(s) remain implanted. The clinical report indicates that the event is definitely not related to the device(s) and unlikely related to the procedure.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of an insufficient bond between the glenoid component and the bone, which led to aseptic (non-infected) glenoid loosening. Potential contributions of user-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. H6: corrected health effect, component, and investigation clinical codes.